Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309646, batch # 4106877. It was reported the that bd luer-lok had leakage at the luer connection. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. The issue arose today when a 5 ml bp syringe was paired to a needle produced by ICU medical product. When the chemotherapy nurse attempted to administer the designated medication, the medication bypasses out of the needle around the luer-lock tip and needle interface and shot out under pressure. There was no issue with incorrect connection, between the two pieces. The connection was verifies by two independent seasoned chemotherapy nurse. As the needle isn¿t bp production, I¿m not entirely sure of the faulty portion of the situation. My best guess based on the lot # we have in our chemotherapy preparation area is 4106877. Expires march 2029. Customer response on september 24, 2024. Can you please provide an exact date of event in format mm-dd-yyyy for material # 309657? A. The event in question occurred 09/20/2024. 2. Could you please provide a further description of the issue for material # 309657? A. During administration of a chemotherapy agent in connection with a needle from magellan, chemolock port and chemolock from ICU medical. The medication shot out from the side at the point of the luer-lock connection between the chemo lock and the 5ml bp syringe. 3. Can you please provide the lot number associated with reported issue for material # 309657? A. The medication is prepared within the sterile chemotherapy prep hood area. My best guess based on the lot # is 4106877 based on an ask of a 5ml syringe on the day of the event from our chemotherapy prep area. 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event for both material # 309657, 309646. The medication landed on the patient¿s jacket. Potential aerosolization of chemotherapy in direct proximity to a 3rd trimester pregnant rn who was administering the medication. 5. Any sample available for investigation for both material # 309657, 309646? If yes, are you able to provide the address of the facility for us to ship the return label? I have the entire syringe and needle assembly.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported the medication bypassed the needle and came out around the luer lok tip. To aid in the investigation, one sample of a 5ml luer lok syringe was received and evaluated by our quality team. The sample was received loose with an unknown blue tip attached. No visible defects were observed. However, due to potential risk with the direct syringe evaluation, the sample could not be tested, and the defect could not be confirmed. Any unused physical samples would be required for a more thorough evaluation for leakage and potential root cause determination. A device history record review was completed for material 309646, lot 4106877. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. To date, there have been no other similar events reported for this lot. No corrective action is required at this time.